Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, multiple issues happened with different devices. Two adapters can't be loaded onto the handle. One of which was broken. Resolution on solving the issue with the adapters was not stated. The surgeon was not able to press the green button. The handles that can't recognize reload and did not fire. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. No visual or functional abnormalities were noted records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, multiple issues happened with different devices. Firstly, 2 adapters that can't be loaded onto the handle. One of which was broken. Resolution on solving the issue with the adapters was not stated. And lastly, the handle that can't recognize reload and did not fire. The surgeon was not able to press the green button. Replaced by a new handle to proceed with the case. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.